Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported they were having issue with their controller saying the battery was dead when it's not, and also the stimulation (ins) was turning itself off. Pt mentioned they had a replacement recharger the last time they called thinking it might be that, but the controller was not replaced. Pt said this issue started about a year ago. During the call, agent had the pt reset the controller. Agent asked and the pt confirmed no visible damaged on battery compartment and battery pack. Pt said the controller battery was at 60% and the implant was at 80% charged. Agent had the pt start the ins charging session. Pt said the implant was charging in an excellent quality. Agent advised the pt the battery low message even if the controller battery was at 100% could have been triggered by a communication issue, but the pt said the stimulation was turning itself off because the controller was not registering the battery correctly, that's why they need a new controller. Pt said other times it was telling them no connection when it had just been charging, and it turn itself off randomly when they were charging. Pt said they had met with an manufacturer representative (rep) weeks ago and they made an adjustment on their therapy and the rep told them to call patient and technical services (pats) and asked for the controller to be replace. The issue was not resolved. A request was sent to the repair department to replace the controller.